Event description:
It was reported that the implant disengaged from the driver before implant placement and got contaminated. Tooth site 45. Procedure was completed with other implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age at time of the event unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / provided d2: type of the device unknown / not provided d4: additional device information unknown / not provided g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : not returned.